Manufacturer narrative:
H.6 investigation summary: no samples or photos received for investigation. A device history review was performed for the reported lot 2302061 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing process break out force, sustaining force and silicone content tests are performed, results for lot 2302061 are within specification limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it is likely this incident occurred due to uneven distribution of silicone inside the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe plunger goes stiff and gives pressure alarms in the pump. The following information was provided by the initial reporter, translated from dutch to english: colleagues often experience pressure problems with the bd 10 ml syringe (cst6402), the plunger goes stiff and gives pressure alarms in the pump. In fact, I hear that the rest of the medication is injected into a 20 ml syringe after which work can be continued without problems.

Manufacturer narrative:
H6: investigation summary. No samples or photos received for investigation. A device history review was performed for the reported lot 2302061 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing process break out force, sustaining force and silicone content tests are performed, results for lot 2302061 are within specification limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it is likely this incident occurred due to uneven distribution of silicone inside the barrel. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe plunger goes stiff and gives pressure alarms in the pump. The following information was provided by the initial reporter, translated from dutch to english: colleagues often experience pressure problems with the bd 10 ml syringe ((B)(6)), the plunger goes stiff and gives pressure alarms in the pump. In fact, I hear that the rest of the medication is injected into a 20 ml syringe after which work can be continued without problems.